Event description:
It was reported that the patient went to the emergency room with intrinsic rate in the 40's. The doctor "believes that pacing spikes are occurring which are not capturing." The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.